Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the pdm was overheating and not holding charge. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pdm (personal diabetes manager) has been overheating while charging. It was also reported that the pdm battery was dying really fast. The patient confirmed that the physical appearance was normal and there was nothing unusual about the outlet.